Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler passed the go/no go gauge check. Load cell verification testing was performed with no issues noted. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse events of pulmonary edema, nstemi (characterized by dyspnea and chest pain) and subsequent expiration. Although the patient expired while connected to the liberty select cycler, the patient elected to enter hospice care prior to undergoing pd therapy (comfort measures for improved oxygenation. Per the pdrn, the events were unrelated to the patient¿s utilization of the liberty select cycler or any fresenius product(s) or device(s). Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Therefore, based on the totality of the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction was associated with the patient¿s expiration. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired the morning of (B)(6) 2020 while connected to a liberty cycler. Additionally, the patient was reportedly being tested for covid-19 prior to their passing. During follow-up, the patient¿s registered nurse (rn) reported the patient was hospitalized (admission date not provided) for suspicion of covid-19, pulmonary edema and non-st elevation myocardial infarction (nstemi), characterized by shortness of breath (dyspnea) and chest pain. The patient was housed in the intensive care unit (ICU) due to their instability. The patient was becoming increasingly dyspneic and after discussions with their doctor and family, the patient elected to be transitioned to ¿comfort measures only¿ (hospice). The patient declined intubation, signed a dnr/dni form, and understood the ramifications of their decision. The rn stated the patient was receiving three vasopressors (drug, dosage not provided) for blood pressure support prior to initiating pd therapy. The patient¿s pre-treatment vitals were blood pressure (supine) = 90/55, heart rate = 102, temperature = 97.7, respirations = 26. The nephrologist ordered pd therapy to remove additional fluid to potentially improve the patient¿s oxygenation. The patient¿s ccpd treatment was initiated at 21:45 and remained uneventful until the patient expired at 00:23 on (B)(6) 2020. The rn stated the liberty cycler did not malfunction, nor was there any concern a fresenius product or device caused or contributed to the patient¿s death. The cycler was retained by the inpatient dialysis staff for continued use. The patient¿s test results for covid-19 were negative. The rn stated they had no access to the patient¿s death certificate, esrd death notification, discharge summary, patient demographics or outpatient home dialysis clinic.